Event description:
Several elderly pts on postoperative orthopedic surgery floor developed "pressure ulcers" while using the flowtron thigh-length garments in conjunction with jobst fast-fit graduated compression stockings.